Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they stated that during an evh procedure the heating element at the tip of the hemopro detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned with the cannula to the factory for evaluation on (B)(6)2020 and evaluated on (B)(6)2020 . Signs of clinical use were observed. Microscopic inspection was conducted. A visual inspection determined that the heater wire was completely flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. The c-ring was observed to be intact, no visual defects were observed. No other visual defects were observed. Based on the returned condition of the device, it is confirmed for the reported failure "material twisted/bent¿. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they stated that during an evh procedure the heating element at the tip of the hemopro detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.